Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 patient data: patient height 128.4 cm implant and explant date. Associated medwatches: 3004721439-2019-00090 3004721439-2019-00091 (this report). Manufacturing site evaluation: visual inspection - no significant deformations or damage of the valve and the reservoir were detected during the visual examination. Permeability test- to prove the penetrability of the valve we have carried out penetrability testing. This test is carried out at a hydrostatic pressure of approximately 20-30 cmh2o in the direction of flow. The test result shows that the valve is permeable. We also examined the reservoir with the catheter that was sent to us. It can be filled with liquid and dissipates it again. Adjustment test- the progav valve was tested is carried out with the standard check-mate and measurement tool. The valve is adjusted up and down again in increments from 0-20. The valve could be adjusted to all settings. Braking force/function test- to measure the braking force, we tested the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation showed the brake function is fully operation and within the given specifications. Computer controlled test - the test is performed with miethke computer-controlled tested apparatus. The valve was tested by simulating a flow between 60 ml/h down to 5 ml/h and up again in a horizontal position. Distilled water was used as the test liquid. It operated reliably and a second measurement was not necessary. Results - after the above tests, we have dismantled the valve. Inside the valve we have found build-up of substances (likely protein), which may have caused the suspected malfunction in the past, which is a known risk of hydrocephalus therapy. Based on our investigation, we cannot confirm a malfunction/over-drainage of the valve at the time of the examination. We suspect that the deposits observed inside the valve could have temporarily affected the valve function. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. D6: implant date unknown. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve with shunt assistant was over-draining. A patient underwent a shunt implantation procedure in (B)(6) 2018. Due to an excessive amount of cerebrospinal fluid (csf) drainage, the valve was adjusted step-by-step up to 20cm h2o. Although it had been adjusted to the maximum opening pressure, the drainage volume did not decrease; the pressure had been confirmed via diagnostic tools. The valve and shunt assistant were replaced on (B)(6) 2019 due to this malfunction. Patient data was not provided. Further details have been requested. This report refers to the valve. Associated medwatches: 3004721439-2019-00090.